Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubies were not showing on bus. The field service engineer replaced the retractor band and performed the preventative maintenance to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the drawer was not detected on bus. The customer stated that this malfunction occurred while the user was trying to issue medication to the patient. There were no adverse events or injuries reported based on this incident.